Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call indicating high and low blood glucose readings and hospitalization. The customer stated that she was found unconscious by her friend on her apartment floor and ems was called out. The customer's blood glucose reading was 600+ mg/dl. The customer stated that she was dehydrated due to vomiting, experiencing neuropathy in her legs and feet and felt like she was paralyzed. The customer also stated that she was really weak, could not eat, had difficulty breathing and was experiencing vision issues. The customer also stated that she had low blood glucose readings from the pump. The customer was treated with fluids and IV drip. The customer was advised to contact her health care provider regarding her high and low blood glucose readings.